Event description:
It was reported that while using bd bbl chocolate ii agar, 100 plates there was contamination found on the media. Thirty plates were affected. There was no patient impact. The following information was provided by the initial reporter: "according to the customer's report, signs of whitish matter were found on the surface of the media."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes, d9: returned to manufacturer on: 2023-07-11. H.6. Investigation summary: material #: 251267; lot/batch #: 3101725. Bd received customer returned samples and photos for investigation. The photos were reviewed and the indicated failure mode for biological contamination with the incident lot was not observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated and no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for contamination. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd bbl chocolate ii agar, 100 plates there was contamination found on the media. Thirty plates were affected. There was no patient impact. The following information was provided by the initial reporter: "according to the customer's report, signs of whitish matter were found on the surface of the media."